Event description:
It was reported that "during the initial stages of the procedure, when plugging in the camera head, the quick menu appeared horizontally on the screen and the screen was frozen and the camera head buttons did not work. The machine had to be restarted and then everything worked again. There was no harm to the patient." No negative impact in state of health reported.

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).